Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. The returned product functions as intended. (B)(4).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable. Date of event - unknown. Expiry date - unknown. Manufacture date - unknown. (B)(4).

Event description:
It was reported that patient underwent a procedure utilizing a maxcutter on an unknown date. During the procedure, the device fractured while inside the patient. The fractured portion was retrieved from the patient and the procedure was completed without significant delay. There was no injury to the patient as a result. No further information has been provided to date.

Event description:
It was reported that patient underwent a procedure utilizing a maxcutter on an unknown date. During the procedure, the device fractured while inside the patient. The fractured portion was retrieved from the patient and the procedure was completed without significant delay. There was no injury to the patient as a result.